Manufacturer narrative:
Batch review performed on 22 february 2022: lot 136181: (B)(4) items manufactured and released on 04-mar-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 1-jan-2018. Additional implant involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 141168. Batch review performed on 22 february 2022: lot 141168: (B)(4) items manufactured and released on 06-may-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with another similar reported event since 1-jan-2018.

Event description:
At 7 years and 6 months after primary the patient came in reporting thigh pain and the cause is unknown. The surgeon revised the stem and head and the surgery was completed successfully.